Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 014 pta dilatation catheter was returned for evaluation. The returned device was noted to be loaded on to unknown .014" guidewire. During visual examination, bunching was noted throughout the catheter shaft and balloon. An opaque material was noted at the distal tip of the balloon, which is noted to be separated from the inner lining of the guidewire lumen. The opaque material is magnified under microscope. No other anomalies were noted to the sample. During functional testing, an attempt was made to remove the guidewire, but was unsuccessful. The investigation was confirmed for the reported device-device incompatibility and identified material separation, as an opaque material was noted at the distal tip of the balloon. The investigation was confirmed for the reported difficult to remove as guidewire was not able to be removed from the catheter during functional testing. The opaque material noted during evaluation most likely contributed to the reported device incompatibility and difficult to remove. The definitive root cause for the reported device incompatibility, difficult to remove and identified material separation could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck on the guidewire and difficult to remove from the patient. There was no reported patient injury.